Manufacturer narrative:
Product analysis summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and no capture. The lead was suspected to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.